Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced issues with the batteries draining on their insulin pump. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting but the issue was not resolved. The customer returned the product back for analysis.

Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Power error 25 due to non-sleep anomaly software error. No unexpected low battery alarms were noted during testing.